Manufacturer narrative:
Additional devices included on this report are as follows: item #: plc271000, lot #: 21397187, UDI #: (B)(4). Item #: ceb231210a, lot #: 21418953, UDI #: (B)(4). Age at the time of event/date of birth: asked but unavailable. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that two gore® excluder® aaa contralateral leg components were placed in the patient's bilateral common iliac arteries. The contralateral leg component on the patient's right side was connected to a gore® excluder® iliac branch component with a 2.5cm overlap. On (B)(6) 2020 the patient presented with an abdominal aortic aneurysm rupture. It was reported that the contralateral leg component located in the patient's right common iliac artery had become separated from the gore® excluder® iliac branch component. There was no suspected cause for the device separation. There was no noted patient anatomy that was suspected to have contributed to the event. It was also noted that the contralateral leg component on the patient's left side had pulled back into the aneurysm sac, and a distal type I endoleak was observed. An additional contralateral leg component was placed on the patient's right side to treat the device separation. The patient tolerated the procedure. It was reported that the patient had abdominal compartment syndrome that will be monitored.